Event description:
Additional information received on (B)(6) 2025 reported that the customer's parent treated low bg with one "usual treatment" followed by an evening meal. Hospital treated customer with a scalp vein cannula and intraosseus access. The low bg resolved with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer's blood glucose level was recorded as low. Customer went to the emergency room and was admitted to the intensive care unit (ICU). Hospital treatment or discharge date was not provided. Pump history review showed a cartridge change was performed on the event date and incomplete tubing alerts occurred and were acknowledged by the user. The tubing was filled with 30.19 units of insulin.